Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired due to sudden cardiac arrest on (B)(6) 2020. The patient experienced myocardial infarction and ischemic cardiomyopathy. The patient was found deceased with the alarm going off. There were no reported device or therapy issues that could have contributed to the patient outcome. No autopsy was performed, and the device was not explanted; therefore, will not be returned for evaluation. The backup battery was removed from the controller to stop the alarming when the family found the patient. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump was not explanted after the patient¿s expiration and was therefore not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. It was reported that the patient was found deceased on (B)(6) 2020 with an alarm sounding. The account noted that the death report included sudden cardiac arrest, myocardial infarction and ischemic cardiomyopathy. Analysis of the log files extracted from the returned system controller confirmed persistent low flow alarms from the late evening of (B)(6) 2020 until the driveline was ultimately disconnected on the morning of (B)(6) 2020 and the pump was stopped. A specific cause for these alarms could not conclusively be determined through this evaluation; however, they are consistent with the report that the patient was found deceased with an alarm going off. The hm3 lvas instructions for use (IFU) lists the adverse events that may be associated with the use of the hm3 lvas, including myocardial infarction. This IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm for 10 seconds or more and states that changes in patient condition can result in low flow. This IFU, as well as the heartmate 3 lvas patient handbook, contain sections dedicated to alarms and troubleshooting, which describe the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a2: correction.